Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited loss of capture (loc) and required rv pacing was not delivered. All connections in the header were good, but loc at 7.5 volts was still noted. Additional information obtained that the source of the observation was not determined and that patient had own underlying rhythm and no prolonged pauses noted. The lead was explanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the returned lead. Visual inspection showed a trilumen insulation sleeve from the terminal pin and the distal end of the proximal spring electrode was separated from the lead body insulation. Blood/body fluid was also noted in the helix housing. Additionally, the allegations against the lead could not be confirmed by analysis. The lead passed the electrical testing.